Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was used as part of the (B)(4) study, an investigator sponsored research clinical study. According to the study, the patient required surgiflow, a hemostatic agent for excessive bleeding. The issue has been resolved. No further information is available at this time, as this trial is a blinded study not sponsored by bsc.